Manufacturer narrative:
H4, 6: info not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, initially the device worked fine. In the middle of the case, it stopped working with the hand control. They switched to foot padel. The handpiece was tested, it was fine. Finally opened a new device to complete the procedure. There was no pt consequence. No device will be returned.